Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An initial accu tnl result of 4.14 ng/ml was obtained. The accu tnl result was reported out of the lab. On the next day, the pt original sample was tested for accu tnl on another instrument in the customer lab and 2 identical results of 0.01ng/ml were obtained. The customer then re-tested the pt original sample on the access 2 instrument. The repeated accu tnl result was 0.01 ng/ml. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed on 05/13/06 passed. The sample was collected in lithium heparin tube. A field service engineer (fse) was dispatched to the customer lab on 05/14/06. The fse performed a major preventive maintenance (pm) to the instrument. The fse replaced pipette tip and adjusted ultrasonics. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event.